Manufacturer narrative:
Device monitored for several days and no blank display noted. Device passed the displacement test. Pump received with normal operating current. Device passed self test. Device passed off no power test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer was called back for blank display. The customer was assisted with troubleshooting. The customer stated that they sent her a new cap but that didn't fix issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will not be returned for analysis.